Event description:
Situation: nurses have reported finding pump rates of the bd alaris carefusion to be 1 unit of measurement faster than anticipated (e.g. Running at 0.4 ml/hr instead of the ordered 0.3 ml/hr). Assessment: upon review of pump programming data, it is discovered this occurs most often during safety checks. It is presumed the nurse is inadvertently pressing the up arrow button instead of the start button. If the up arrow button is pressed when "rate" is highlighted, it will increase the rate without notification. This has been escalated to the pump manufacturer. A request was made to disable the up/down arrow keys as they are not used at our facility. The manufacturer is unable to disable these. The incident was forwarded to their marketing/r&d team for awareness. Medication administered to or used by the patient: no. Outcome: the manufacturer is unable to disable these. The incident was forwarded to their marketing/r&d team for awareness. Where did the error occur: hospital. Reporter's recommendations: this has been escalated to the pump manufacturer. A request was made to disable the up/down arrow keys as they are not used at our facility. Severity: circumstances or events have capacity to cause error. (B)(6), access number: (B)(4).